Manufacturer narrative:
Additional information provided in b.5., b.3., d.1., d.2., d.3., d.4., g.1., g.2., and h.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the surgery was completed using a new lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.